Event description:
It was reported on 22 april 2025 a 24 amplatzer septal occluder was selected for implant to close an atrial septal defect (asd) using a 9f amplatzer torqvue delivery system. During deployment the right atrial disc of the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 24mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one cine image was received showed the device to be in cobra shape deformation inside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.